Manufacturer narrative:
One nt 1000 neurotherm rf generator was received for evaluation.  Ac power was applied to the rf generator and the system was powered on successfully. The returned product functioned properly during the evaluation. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temperatures and impedance. Audible tones emitted were consistent with the modes of operation selected. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified.

Event description:
During an rf procedure, with the needle placed, right after switching on the generator it showed impedance failed test. All connections were checked and it was attempted to switch the generator off and back on a few times, but the issue persisted. Occasionally the generator went to service mode requesting service codes. The procedure was cancelled due to this issue.